Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Image interference was evident. There were few additional findings. The adhesive around the lenses was worn out. The objective lens was chipped. The adhesive of the bending section cover was worn out. Insertion tube delamination was noted. The paint around the suction cylinder and air/water cylinder was worn out. Water invasion was noted in the scope connector. The device exhibited low angulation and control knob had free play. The angulation in the up/down direction was less than the specified value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope displayed a pixilated image. The issue was found during reprocessing. The device was returned and an evaluation at the repair center identified remnants of white crystallized contamination which is believed to be an infacol (simethicone) type product within the air/water and jet channels. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may have remained since handling by the user deviated from instruction manual. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection chapter 4 operation_ 4.2 insertion_ air/water feeding and suction_ air/water feeding:nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.". Olympus will continue to monitor field performance for this device.